Event description:
Patient deceased as of (B)(6) 2017. No further information. Dose or amount: 20 mg. Frequency: q3w. Route: ia. Dates of use: (B)(6) 2017. Diagnosis or reason for use: unilateral primary osteoporosis. Is the product compounded?: no. Is the product over-the-counter?: no.